Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: off-label use, surgical intervention, cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with a 325cc mentor smooth high profile memorygel breast implant on the left breast and a 325cc mentor moderate plus profile memorygel breast implant on the right breast experienced right sided tightening of the inframmary fold and left sided seroma post procedure. As a result, the patient underwent left sided removal and replacement with a 325cc mentor moderate plus profile memorygel breast implant on (B)(6) 2010. Furthermore, the right sided device was removed, washed and reused during explantation surgery on (B)(6) 2010. Per mentor IFU, these devices are for single use only and should not be re-implanted. Therefore, the right device was used off-label. This medwatch form is for the right breast prosthesis. See 1645337-2019-21442 contralateral report.